Event description:
It was reported that a revision surgery was performed due to loosening of cup and pain and discomfort. The surgeon considered it is not the product failure. The products would not be returned.

Manufacturer narrative:
The associated complaint device was not returned for evaluation please review attached for investigation results. (B)(4).